Event description:
The bio engineer has sent co seven gas modules (airo2) for investigation. Some modules are "burnt" modules. User has 25 sv300 on two sites. The last case is from last week (module 332028). Company has no more details like serial numbers of the sv300, exact date of failure.